Event description:
The patient reported the pump had been malfunctioning since it was put in. The pump was used to deliver dilaudid. No patient symptoms, interventions or outcomes reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).